Event description:
It was reported that during a tvt procedure while passing the needle and without applying undue tension the needle came out of the symphysis without the tape. The surgeon pulled the tape back to the urethral dissection when the surgeon noted that the heat sealed black rubber band was not attached. The surgeon tunneled around to access the band which was lodged in the rectus space. The band was found and retrieved and the tape was threaded up to position and the procedure was completed. The surgery was extended 1 1/2 hours. Five days post op feedback is that the pt was discharged within a normal time period and the operation was a success.